Event description:
A 32 y/o white male with metastatic, malignant fibrous histiocytoma had placement of a mediport catheter on 3/11/97 without complications. On 3/12/97 the nurses were unable to aspirate blood through catheter. Dye study revealed cathater to have coiled back into the right side of the base of the neck.